Event description:
Pt called for medical info for himself and additionally reported adverse event for a friend. Pt stated, "my friend had one of those stents clog up, and they had to go back in there." No further info is available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.